Manufacturer narrative:
One chondral pick assembly was used for treatment but was not returned for evaluation. This is a reusable instrument component. The symptom is aligned with having blunt force applied but due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Instrument tips may inadvertently be twisted or caught on other instruments or the basket during cleaning. This can lead to compromised strength. Per IFU: ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ product met specifications upon release to distribution.

Event description:
It was reported that, during surgery, the chondral pick broke when hit with a hammer, as indicated by technique. The tip was removed by the physician. The procedure was finished with a plaster instead to successfully complete the surgery. Neither surgical delay nor patient injuries have been indicated.